Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low glucose of 56 mg/dl upon waking and, after ingesting collagen and a probiotic totaling about 6 grams of carbohydrate without a bolus, glucose subsequently rose to around 200 mg/dl; the user treated the low with juice or glucose tablets and denied over-treatment as the cause of the subsequent hyperglycemia while using the ilet system and oral glucose. Symptoms included shaking and cold sweats consistent with hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to associate a medical device problem or a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.